Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product 419388 crdm non-defib lead, implanted: (B)(6)2007; 694758 crdm defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that atrial lead impedance of less than 200 ohms triggered patient alert. Trends have been just above 200 ohms for months. Capture thresholds are stable at 1.5 volts at 0.5 ms. Sensing has been difficult to measure for the life of the device as the patients intrinsic rhythm is less than 35 bpm. Device is still in use. No patient complications have been reported as a result of this event. On (B)(6) 2015: it was further reported that the lead continues to have low impedance and an insulation breach was suspected. The lead was capped and replaced.

Event description:
It was reported that atrial lead impedance of less than 200 ohms triggered patient alert. Trends have been just above 200 ohms for months. Capture thresholds are stable at 1.5 volts at 0.5 ms. Sensing has been difficult to measure for the life of the device as the patients intrinsic rhythm is less than 35 bpm. Device is still in use. No patient complications have been reported as a result of this event.